Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Following a glaucoma filtration device surgery a surgeon reported hypotony, a flat anterior chamber and cornea touching were observed at one week postoperatively. The shunt was removed and scleral flap re-suture was performed.